Event description:
New information received notes that the patient died due to post mitral valve re-placement (mvr) complication. The patient had infection after the procedure. The cause of death was not related to study or device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The cause of death was non-cardiac procedure related. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.